Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that their spouse was deceased; the patient's spouse indicated "it was all very sudden" and that their spouse "never had an issue with medtronic prior to" their death. It was noted that the patient had "just dropped dead when they died" and the spouse noted "so much for the defibrillator." At this time, additional information related to the cause of death was requested and not received.

Manufacturer narrative:
Correction: b2 (date of death), b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.